Event description:
Boston scientific received information that during a routine follow up out of range pacing impedances were confirmed on the right atrial lead. Noise was also noted on the electrocardiogram. A lead fracture was suspected. A procedure was scheduled. No adverse patient effects were reported.

Event description:
Additional information received noted that a revision took place and this lead was explanted, while the device remained implanted with a new competitor lead. A fracture of the lead was not confirmed. Should additional information become available this investigation will be updated.

Event description:
Additional information received noted that the device was explanted during the revision for the right atrial lead to avoid an infection.

Event description:
Additional information provided noted that the device will not be returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.